Event description:
Covidien (B)(4) rec'd a report from the customer stating that while in pt use, the n-560 didn't make any sound to include both alarm and pulse sounds. No pt harm reported.

Manufacturer narrative:
Covidien - (B)(4) performed functional testing of the unit. The reported failure was not confirmed. As a precaution, the service center replaced the main pcb and the speaker of the unit.